Manufacturer narrative:
On (B)(4) 2019 immucor technical support used a remote electronic connection method to review results for the issue described. No errors were noted and no instrument problem was identified. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer received unexpected negative screen results using capture-r ready-screen 3 on the echo instrument.